Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became cracked and unresponsive after the user noticed separation while removing the case, which rendered the device unusable and required the user to revert to an alternative insulin therapy; the issue pertained to the display and aligned with a device problem consistent with loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with stress-related damage and a component-level issue affecting the display consistent with bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.